Event description:
It was reported that the tidal volume was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the tidal volume was fluctuating. The ventilator was investigated on site by our field service engineer and the reported issue could not be replicated however, it could be confirmed with customer video recording. According to information the pcb expiratory channel connector and pcb expiratory channel were replaced as a precaution. Passed all functional tests and unit was handed over to customer in working condition. However, despite several reminders, no part returned for investigation. Moreover, device logs were not provided for the reported time of event. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced.

Event description:
Manufacturer's ref #: (B)(4).